Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that after implantation the patient experienced pain, infection and dyspareunia and underwent mesh revision on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat hypermobility of urethra and an obturator sling was implanted. It was reported that following insertion the patient experienced low back pain, vaginal infections, dyspareunia, vaginal itching and burning, urinary issues and emotional distress. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent anterior repair of cystocele on (B)(6) 2012.

Manufacturer narrative:
Date sent to FDA: 6/9/2016. Additional information: age/date of birth, implant date. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with left salpingo-oophorectomy and cystoscopy.